Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported was likely due to device loosening of the hrp middle segment, and device loosening of the locking screw. The reported loosening could not be confirmed. Potential contributions of manufacturing, user, and patient-related. Considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 74 y/o female patient was revised. The more taper of the middle bodies became loose. The screw through the proximal head was loose. Patient suffered permanent disability as a direct result of this event. Device is not returning; rep was not able to obtain the implant.